Manufacturer narrative:
This event occurred in (B)(6). Five samples from the patient were provided for investigation. One sample from the patient was tested at the investigation site with estradiol iii reagent 419947 on a cobas e 411 immunoassay analyzer and an e801 module: e411: 92.92 pg/ml (341.02 pmol/l), e801: 84.7 pg/ml (310 pmol/l). The sample was sent to an external laboratory for testing by the siemens centaur method: the result was 23.3 pg/ml (85.51 pmol/l). Investigations are ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e801 module compared to the beckman coulter method. The result from the e801 module was 800 pmol/l. The repeat from the beckman method was 3.3 pmol/l (0.90 pg/ml). The roche result was reported outside of the laboratory where the doctor questioned the high result as a normal estradiol result was expected. The e801 module serial number is (B)(4).